Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that drill bit shaft is broken at the spring. There was no patient harm as this didn't occur during surgery. The product was returned to medtech orthopaedics for evaluation. Visual examination of returned device revealed the spring body partially broken from the quickset 1pc flex drill bit 25 due to repeated use. Broken fragments were not returned for evaluation. No additional damage was found on device surface. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 25 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that drill bit shaft is broken at the spring. There was no patient harm as this didn't occur during surgery.